Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced low blood glucose levels. The customer's blood glucose was 38 mg/dl. The customer did not require any medical treatment. The customer treated the low blood glucose with food. The customer also experienced issues with inserting the sensor. The customer's husband stated that the serter would not fire the sensor properly and thus the sensor could not be inserted into the customer. The customer was advised that a replacement serter would be sent as well as replacement sensors. The customer did not return the product for analysis.